Event description:
According to the distributor's report, a physician was closing an eyebrow laceration with the device. During application, the adhesive contacted the pt's eyelashes and glued the eye shut. The pt was referred to an ophthamologist. The physician would not give more details, but stated that the event occurred a couple of months ago. The pt was reported as fine. No further info was reported.